Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a 500ml bag of unspecified fluid infuse too quickly. The event reportedly occurred six months ago at the hospital's oncology/bone marrow transplant unit. The clinician stated that the involved device was sent to their clinical technology department for evaluation, but was determined to be "ok," and the IV tubing was not saved. This was reported to bd representatives during their site visit. There was patient involvement but impact is unknown. Although requested, additional information was not provided.